Event description:
When the customer called for troubleshooting for receiving an e12 error message for insufficient disinfectant in the disinfectant tank, upon inquiry by the technical assistance center (tac) specialist, it was noted that the disinfectant had not been changed for 15 days. The device had only been used once for reprocessing in the past 15 days. No device or patient was affected. There is no harm reported to any patient.

Manufacturer narrative:
Customer called the technical assistance center (tac) for troubleshooting of the e12 error message for insufficient disinfectant in the disinfectant tank. Tac specialist had the customer open the top lid and clean the fluid level sensor and the mesh filter. This eliminated the e12 error message. Upon inquiry, the customer informed that the disinfectant had been last changed 15 days ago and the device had been used only once for reprocessing in that time. Tac specialist informed the customer that the aldahol1.8 disinfectant being used had a life of 14 days and must be replaced after 14 days regardless of the number uses. Tac specialist also informed the customer to change the disinfectant before using it for reprocessing of any scope. The device is not available for evaluation. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Device is not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the user was not aware of time for replacement of disinfectant or the user did not understand contents of instructions for use thoroughly. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "6.4 setting the disinfectant solution counter ·note on the disinfectant solution counter function aldahol 1.8 olympus america medical ·convenient 14-day use life" olympus will continue to monitor the field performance of this device.